Event description:
While surgeon was cauterizing over gloved finger, surgeon received a small round burn on left index finger. Patient was grounded properly. No harm to patient. No alarms were noted. Surgeon's glove was changed and handpiece removed from field. Cautery machine and handpiece sent to biomedical engineering for testing. Biomedical engineering follow up: evaluated cautery and observed it activated when cut button is pressed (set to blend #3, 120 watts and 300 ohm resistance). However, there was zero power output measured on esu analyzer and no alarms on the cautery. When the coag was pressed, it would activate and normal output was observed. Tech alternated activating between cut and coag and there continued to be no output when using cut. Tech reseated cutting tip and it began functioning normally. Handpiece was not placed back in service. Tech checked cautery with test accessory for correct power out and verified return electrode monitor alarm activates at correct resistance.